Manufacturer narrative:
At this time, product has not yet been returned. The sensor kit expiration date is 31-jan-2019. The medical event associated with this complaint occurred on (B)(6) 2021 which indicates usage of the device beyond the useful lifespan. No additional investigation are required as the sensor was expired at the time of use, and the device met its specification lifespan. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.